Manufacturer narrative:
The service rep found 1 ribbon connector seated but not locked. Found 1 pin pushed in on lemo connector. Ordered and replaced lemo interconnect receipt. Verified system performance, no errors indicated. System performing as intended.

Event description:
The customer reported the system displayed an error code. No pt injury.